Event description:
It was reported that there was a breach in the sterile barrier of the product.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: I have a strykeflow 2 520-070-520 that arrived with a puncture hole in the paper cover of the product. It looks like it may have been a flaw in the paper itself. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping conditions, handling during unboxing, or storage conditions.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a breach in the sterile barrier of the product.